Manufacturer narrative:
Corrected information in section h11, complaint investigation - typographical error, the alinity I processing module was entered in place of alinity c processing module. During troubleshooting of the alinity c processing module it was discovered the r1 probe was dirty (salt build up). The alnty c-series reagent was replaced and deemed the cause for the falsely elevated magnesium results. The alinity c processing module function was verified with a control/precision run. Return testing was not completed as returns were not available. Data and information provided by the customer was reviewed. A review of tracking and trending did not identify any trends for the alnty c-series reagent or the alinity c processing module. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial number (B)(6) or alnty c-series reagent was identified.

Event description:
The customer observed falsely elevated sodium result generated on the alinity c processing module for one sample. The following results were provided: (customer provided normal range 136-144 mmol/l). Initial result 177 mmol/l, repeat result 144 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Additional information in section b3 - date of event, section d10 - concomitant product during troubleshooting of the alinity c processing module it was discovered the r1 probe was dirty (salt build up). The alnty c-series reagent was replaced and deemed the cause for the falsely elevated magnesium results. The alinity c processing module function was verified with a control/precision run. Return testing was not completed as returns were not available. Data and information provided by the customer was reviewed. A review of tracking and trending did not identify any trends for the alnty c-series reagent or the alinity I processing module. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial number (B)(6) or alnty c-series reagent was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated sodium result generated on the alinity c processing module for one sample. The following results were provided: (customer provided normal range 136-144 mmol/l). Initial result 177 mmol/l, repeat result 144 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated sodium result generated on the alinity c processing module for one sample. The following results were provided: (customer provided normal range 136-144 mmol/l), initial result 177 mmol/l, repeat result 144 mmol/l, no impact to patient management was reported.